Manufacturer narrative:
Attempts to retrieve the device were unsuccessful. Healthcare provider reported that the device is not available for return without patient authorization. Based on the information received the root cause is indeterminable; however, patient factors likely contributed to the event.

Event description:
Edwards learned through follow up with the healthcare provide that the preoperative diagnosis was aortic valve stenosis. Operative note indicated two leaflets were calcified and complete rigidity of the left coronary leaflet of the 25mm valve. The 25mm valve was replaced with a 23mm non-edwards valve. The patient was taken to the intensive care unit in satisfactory condition.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. Attempts to retrieve additional information were unsuccessful. Based on the information edwards has received the device still remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmalogical intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Based on the information received the root cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information from a patient indicating that they have had a 25mm aortic pericardial valve implanted for six (6) years, eight (8) months, twenty-five (25) days. The patient reported that they contracted endocarditis after an implant duration of approximately three (3) years and ten (10) months. The patient indicated that they went through extensive antibiotics treatment and approximately one (1) month later the endocarditis was resolved. Patient reported that the their cardiologist informed them that the 25mm aortic pericardial valve needs to be replaced due to calcification. Patient reported that they have questions that they would like answered. No further information was provided.